Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. No injury or medical intervention was reported. Data was was not available for evaluation. Confirmation of the reported issue of inaccurate cgm values and a root cause could not be determined.